Manufacturer narrative:
Electrical and functional evaluation of the returned system controller confirmed the reported incident related to a pump stoppage event. During analysis, the system controller was connected to the manufacturer's laboratory equipment and the system controller was able to operate a test pump only in the backup mode. Further evaluation revealed an open circuit fuse associated with the 5 volt regulator that resulted in the interruption of the supply voltage to the primary circuitry components. After the fuse was replaced, the system controller was able to operate in the primary mode without any issue. The system controller log file was unable to be retrieved. The fuse damage has the potential to result in the reported red heart alarm / pump stoppage event. Although the reported incident was determined to be related to an open circuit (failed) fuse, the root cause that contributed to the failed component could not be determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced 2 episodes of the system controller leds illuminating and the pump stopping. The patient exchanged the system controller with the backup system controller. The alarms and pump seemed to work properly after the exchange. On (B)(6) 2016, the patient's suspect system controller was exchanged with a new system pocket controller during the patient's follow-up clinic visit.